Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus using the quick bolus feature. There was no reported adverse impact to customer's blood glucose level. At the time of the report to tandem technical support, the issue was resolved, and customer was able to successfully deliver a bolus. Reportedly, the customer continued to use the pump for insulin therapy.